Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the outer tube is broken due to wrong handling by the customer. The event can be prevented by following the instructions for use which state: make sure that all instruments have been securely fixed to the unit¿s trays or baskets and to make sure that the instruments do not touch each other. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device shaft was completely broken at one point. The issue occurred during reprocessing. There were no reports of patient involvement.